Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a previously unreported history of driveline infection since (B)(6) 2017. A driveline culture tested positive for enterococcus bacteremia and the patient was started on minocycline oral daily. It was also reported that the patient was being treated with oral amoxicillin due to history of bacteremia. Factors contributing to infection were reported to be obesity and diabetes. On (B)(6) 2017, the patient was seen at the clinic with signs and symptoms of malaise, a white blood cell count (wbc) of 8 x 10^9/l, and erythemic appearance of the driveline exit site. The patient was admitted to the hospital due to concern for possible driveline infection. It was reported that a blood culture was negative and there was no driveline culture growth. The patient was treated with vancomycin in the hospital and would continue on oral antibiotics (amoxicillin) daily. The lvad team will continue to monitor the patient. No additional information was provided.

Manufacturer narrative:
Pump returned and evaluated under medwatch MFR# 2916596-2018-00188. A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Additionally, the submitted system controller log file appeared to show the system operating as intended. The account communicated that the patient was seen at a shared care site due to a white blood count (wbc) of 8 x 10^9/l and eurythmic appearance of the driveline exit site. The patient reportedly had a history of bacteremia and was admitted to the hospital for a swab culture from the driveline exit site and a consultation with infectious disease (ID). Additional information was submitted stating that the patient reported malaise and their mean arterial pressure was 78, with it typically being in the 90¿s. The infection was listed as ongoing, and the patient was on amoxicillin due to the history of bacteremia. The patient¿s blood culture was negative and it was reported that obesity was a contributing factor to the infection. The patient was also given vancomycin in the hospital. The patient remained ongoing on the left ventricular assist system (lvas) following the event until the pump was exchanged on (B)(6) 2018 due to hemolysis. The pump was returned and evaluated. A correlation between the infection and the findings of the evaluation of lvas could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.